Manufacturer narrative:
The device was received at cochlear analysis team. As per the document with returned device, the device was explanted (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on august 21, 2019.

Manufacturer narrative:
This report is submitted 11 november 2019. - attachment: [149608 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on february 13, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.